Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had a tooth crack, experienced discomfort and their teeth still crooked due to the aligners. Contraindicated.